Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in tubing. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center to report air being pumped into her on a home choice (hc) machine during use. The baxter technical service representative (tsr) initiated a swap of the machine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for air in tubing. Per the complaint information, the patient claims the homechoice machine is putting air in her during therapy. This complaint was not confirmed in the lab due to a lack of a disposable cassette sample. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.